Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, capture was only obtained in two configurations. Boston scientific technical services (ts) discussed closely monitoring or replacing the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.